Manufacturer narrative:
A3b) patient gender - not available from facility. H3) the lld #2 was discarded, thus no returned product investigation was performed. H6) cardiac perforation is a known risk of complication with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to non-function. Spectranetics lld #2 lead locking devices (lld #2s) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight and spectranetics medium visisheath dilator sheath, the rv lead was successfully removed. Targeting the ra lead with the glidelight and visisheath, the ra lead was removed; however, the patient¿s blood pressure dropped and a pericardial effusion was detected via intracardiac echocardiography (ice). Rescue efforts began, including pericardiocentesis. With additional support of epinephrine, the effusion reduced in size and the blood pressure improved. Re-implant was completed, and the patient was admitted to the ICU with a drain in place. The patient survived the procedure. This report captures the lld #2 device providing traction to the ra lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.